Event description:
The pt was bilaterally implanted with combination gel/saline mammary prosthesis on 1/25/89. Subseqeuntly, the pt experienced bilateral ruptures of the devices and auto immune type symptoms. The devices were removed on 3/2/98.